Event description:
I have saline smooth breast implants. I have had them since (B)(6) 2004 and have been experiencing an array of health issues since then. Hyperthyroidism, gastrointestinal issues, chronic fatigue, anxiety, lumps in neck, cold extremities, brain fog, hair loss, dry skin, recurrent uti¿s, yeast infections, insomnia, bruises & wounds take weeks to heal, joint pain, temperature intolerance, heart palpitations, skin rash, frequent urination, breast pains, baker iii capsular contracture. I¿ve had countless medical testing with no answers.